Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging was returned for evaluation. Sample was visually evaluated and stress marks and cracks were found on the side port of the caresite where the backcheck valve was broken into. Based on the results of the visual evaluation the defect reported was confirmed. While an exact root cause cannot be determined, a review of the complaint sample suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from the excessive force being placed on the valve during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility. Event 1: fluid was dripping from the first port closest to the spike. Nurse removed the bag from the room and when inspected the tubing the tubing broke apart at the connection. This is 2nd set that had same problem in exact same location. No injury reported.